Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record for part # 00770301000, serial # (B)(4) determined the cutter failed the test cut; however, the repair was not completed because the cutter was not repairable. Devices are used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that upon inspection the device was found to be in need of repair for unknown reason. No further information provided. This unit was sent in for preventative maintenance there was no incident involving this piece of equipment. No adverse event was reported as a result of this malfunction.